Event description:
The customer contact reported air in the tubing distal to the soluset. The soluset was being used to deliver lactated ringers. The customer contact reported that after an unspecified amount of lactated ringers was delivered, the soluset emptied and air was noted distal to the soluset. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.